Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. Patient¿s blood glucose exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). Some manual shots was injected when this incident occurred. The patient had fluid in the lungs. Health care provider (hcp) was looking for heart problems. Patient thought that patient was having heart/ling problems when this occurred. The patient's treatment included intravenous and insulin and hcp told the patient to increase basal. Patient did not feel well before going to the emergency room. It should be noted that there was a pod alarm that occurred.